Event description:
Event description guidant received information that the header on this cardiac resynchronization therapy defibrillator (crt-d) broke during the coronary sinus lead placement, as the lead was plugged into the lv port. The device was initially implanted without a lv lead.